Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the device's main keypad to interface cable was partially disconnected at the back of the main keypad, which caused the reported issue. Physio fully connected the cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no report of patient use associated with the reported event.